Event description:
It was reported that during a meniscus repair surgery, the t1 and t2 anchors, were deployed simultaneously. Both t's were removed from the patient. A backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One ultra-fast-fix curved device used for treatment and returned for evaluation. This product has no automatic deployment mechanism with no true deployment. This style is controlled by the user¿s manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Proximity of anchor placement to each other may inadvertently cause suture to pull the t2 before intended release. The outer protective blue split cannula was not returned. Anchors and suture were returned freed from the delivery needle. They were cinched closely. There was a suture loop and knot at t2. The needle did not display permanent damage. The depth limiter was attached and trimmed unusually short; back beyond the inner blue-green sheath. The manual actuator lever was advanced. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. It is normal to encounter resistance prior to achieving the ready position. Do not use sharp instruments to manage or control the suture.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.